Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock from this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific right ventricular (rv) lead due to over-sensing of myopotential noise, and low pacing impedance (less than 200 ohms). A request was made to have data from this device analyzed. Rhythmcare consultant reviewed device data, additionally noting episodes of inappropriate anti-tachycardia pacing (atp), changes in amplitude, with suspected rv lead damage. Recommendations for additional testing of the rv lead was recommended. The physician advised, tachy therapy of the device is currently deactivated. The device remains implanted. No additional adverse patient effects were reported.